Event description:
It was reported that the surgeon feels this femoral component ended up implanted in a little bit of flexion.

Manufacturer narrative:
This report will be amended when our investigation is complete.